Event description:
It was reported that the customer experienced a blood glucose (bg) level of 261-262 mg/dl; cause was due to a cgm (continuous glucose monitor) error. The pump was reset, and the customer continued to use the pump for insulin therapy. Customer delivered a correction bolus via pump to address bg level. The customer was admitted into the emergency room and treated with intravenous saline and insulin fluids. Customer has not been released from the emergency room (ER) at time of report and declined to provide an ER release date. Reportedly, the issue was resolved. Customer did not sustain any permanent damage. A system check was performed and no issues were identified with the cartridge, infusion set tubing, infusion set cannula, or the insulin in use at the time of event.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.